Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a blood leak occurred with the combiset bloodlines during the patient¿s hemodialysis (hd) treatment. The fresenius 2008t machine alarmed with an air detection message. The patient care technician (pct) inspected the system and reset the machine. The alarm reoccurred and upon reinspection a slit was noticed in the tubing which resulted in the blood leak. Additional information was gathered during followup. The reported event occurred approximately 3 hours and 20 minutes after the initiation of treatment. There was no patient injury experienced or medical intervention required as a result of this event. The patient ended treatment for the day. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager reported that a blood leak occurred with the combiset bloodlines during the patient¿s hemodialysis (hd) treatment. The fresenius 2008t machine alarmed with an air detection message. The patient care technician (pct) inspected the system and reset the machine. The alarm reoccurred and upon reinspection a slit was noticed in the tubing which resulted in the blood leak. Additional information was gathered during followup. The reported event occurred approximately 3 hours and 20 minutes after the initiation of treatment. There was no patient injury experienced or medical intervention required as a result of this event. The patient ended treatment for the day. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Event description:
A user facility clinical manager reported that a blood leak occurred with the combiset bloodlines during the patient¿s hemodialysis (hd) treatment. The fresenius 2008t machine alarmed with an air detection message. The patient care technician (pct) inspected the system and reset the machine. The alarm reoccurred and upon reinspection a slit was noticed in the tubing which resulted in the blood leak. Additional information was gathered during followup. The reported event occurred approximately 3 hours and 20 minutes after the initiation of treatment. There was no patient injury experienced or medical intervention required as a result of this event. The patient ended treatment for the day. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation. Additional information: the patient's estimated blood loss (ebl) was reported to be fewer than 200 ml.

Manufacturer narrative:
Correction: b5.